Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was implanted for bladder leakage/incontinence however they were retaining a lot of fluid and wondering if they could adjust the device settings to help address this issue. The caller reported that the patient was in the hospital with a kidney stone. The caller stated that they were running program 4 for the longest time and they didn't understand which program might be better for the patient right now. The agent reviewed therapy information and general programming guidance with the caller. The patient was redirected to their healthcare provider to further address the issue. Caller stated they called the healthcare provider (hcp) and the hcp told them to call the manufacturer for guidance.